Manufacturer narrative:
The drill attachment was received by the manufacturer, however, the overheating condition could not be replicated. Internal components were evaluated and corrosion was found on the rotor bearings. The presence of corrosion can lead to increased friction between rotating components, resulting in heat being generated. Additionally, the contract pins on the motor assembly were found to be discolored, which can be an indicator of heat damage. The motor assembly, bearings and rotor assembly were replaced and the drill was returned to the user facility.

Event description:
It was reported that during testing conducted by a manufacturer sales representative, the drill attachment heated up. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.